Manufacturer narrative:
Outcome - important medical event.

Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician on 14-jul-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a patient (age and gender nos) who was treated with poly-l-lactic acid (sculptra) 14 months ago ((B)(6)-2009) and 10 months ago ((B)(6)-2009). No additional treatment details were provided. Four months ago ((B)(6)-2010), the patient developed multiple convergent visible little granulomas in the neck. The corrective treatment, administered 3 weeks ago, consisted of a corticoid injection (very diluted). Relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: not provided.